Manufacturer narrative:
The device was not returned for evaluation; however, the reported event can be confirmed as the new surgeon provided an image that showed the right tmj devices were removed.

Event description:
It was reported tat the right tmj device was removed due to infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported tat the right tmj device was removed due to infection.